Manufacturer narrative:
Concomitant medical products: product ID :97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). The recharger (B)(4) was analyzed and analysis noted scratches on the relay box and recharge coil, but noted no other anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that while charging the ins the plastic box on the recharge telemetry module cord became very hot. The patient stated she thought she had a blister but she did not, though there was a red mark where the plastic burned her skin. The patient also reported she had seen the no device found and unable to recharge screens while recharging, and it took a long time for the controller to find the ins, over 3 hours, but she was able to charge. Patient was issued a new recharge telemetry module. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-feb-13 reporting that the patient was (B)(6) at the time of the event. Additional information was also received on (B)(6) 2020 reporting the patient was (B)(6) on (B)(6) 2020.